Event description:
While the first respiratory therapist (rt1) was doing a ventilator check, the ventilator turned off. Rt1 immediately took patient off the vent and the rn began to bag mask ventilate the patient. Rt2 was in the ICU and was called by rt# to assist with bringing another ventilator to place on the patient. The ventilator was off for approximately 2 to 3 minutes.